Event description:
It was reported the bottom part of the lcd screen was unreadable. There was no patient involvement.

Event description:
It was reported the bottom part of the liquid crystal display (lcd) screen was unreadable. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the customer comment: the liquid crystal display (lcd) was out of specification. It was also noted that the lower case was broken.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.